Event description:
Reportedly, the smartview connect could not be paired with the associated pacemaker despite good network coverage and several attempts.

Manufacturer narrative:
Please refer to the analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as several failed pairing attempts were observed between 29 november 2022 and 2 december 2022. On 7 december 2022, pairing with the pacemaker was successful. However, from 8 december 2022 to 14 june 2023, communication could not be established, and the remote transmissions could therefore not be performed. - the root-cause of the observed issues could not be fully determined. Nevertheless, it could have resulted from the combination of several factors, including: ¿ bluetooth disturbances around the patient. ¿ communication errors at the level of the associated pacemaker. ¿ memory leak issue on the smartview connect app, as such errors were observed in the logs between 23 february 2023 and 27 may 2023. - it should be noted that a correction of communication errors is available in the pacemaker software version 2.7.1.

Event description:
Reportedly, the smartview connect could not be paired with the associated pacemaker despite good network coverage and several attempts. Preliminary analysis revealed communication issues during the pairing attempts.

Manufacturer narrative:
Preliminary analysis revealed communication issues during the pairing attempts.

Event description:
Reportedly, the smartview connect could not be paired with the associated pacemaker despite good network coverage and several attempts.